Manufacturer narrative:
Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens and torn down stream occlusion (dso) seal. Functional testing found the customer's reported problem was duplicated. Pump did not pass software download. Recommend performing preventive maintenance (pm). The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, of a device failed software upgrade, now has red screen. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.